Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient became syncopal for reasons unknown. Of note, the patient has a history of a cerebrovascular accident (cva). An electrogram strip was provided to the boston scientific technical services department for review. When tested in clinic, all lead diagnostic measurements were normal and stable. Isometric maneuvers and valsalva did not elicit any noise.

Manufacturer narrative:
Upon review of electrograms, the boston scientific technical services department noted a pause in pacing of approximately two seconds. The patient is pacemaker dependent, but was reportedly not symptomatic at the time of this pause. Rv sensitivity had already been reprogrammed to least. No additional reprogramming or surgical intervention is planned at this time, and the physician plans to monitor the patient through normal follow-up. This event will be updated if any additional information is received.